Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital for a scheduled follow-up, electrograms revealed episodes of lead noise on the atrial channel. Noise was reproducible with provocative manoeuvers. Fluoroscopy noted a possible visible insulation break just below the collar bone. The patient will be monitored through (B)(4). The patient condition was good following the follow-up.